Event description:
A 28 mm diameter 3.75 cm length aneurx stent graft was inserted into a patient for endovascular treatment of an a descending thoracic aortic aneurysm in 2003. Aneurysm and vessel morphology are unknown. It was reported that the device would not deploy, and that the runners protruded through the graft cover. The device was removed without incident, and another cuff was used to complete the procedure. No clinical sequelae were reported, and the patient is reported to be fine. Analysis of the returned device has been completed. As received, two runners were protruding through the graft cover. The device was kinked on the side opposite to the protruding runners. The protrusion of the runners through the graft cover was reproduced by bending a device at 80 degrees while retracting the graft cover. The damage to the delivery catheter indicates that the device was most likely held at a severe angle during attempts at deployment. Retracting of the graft cover at such an angle most likely led to the perforation of the graft cover by the runners and the inability to deploy.